Event description:
"Submission of this report by mentor h/s is pursuant to the provisions of pursuant to info received from the physician, the pt was implanted with a combination gel/saline mammary prosthesis on 9/19/90. Subsequently, it was noted that the pt had developed capsular contracture pain and auto-immune symptoms.